Event description:
The following has been reported: biomed reported: "product issue: pump keeps saying "no cassette loaded" when we try to put a cassette into pump. Sn: (B)(6). Description of issue: no visible damage. Pump logs: logs available. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.